Event description:
It is reported that the patient was being considered for a revision of the bearing for an unknown reason.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. No devices were received; therefore the condition of the components is unknown. Part and lot number are required to review device history records and nether were provided this device is used for treatment. Unable to perform a compatibility check based on provided information. Root cause could not be determined with information available.